Event description:
A report was received that the patient was experiencing pain when sitting. It was noted the ipg migrated. The patient underwent an ipg revision procedure wherein the ipg was relocated and the patient was doing well postoperatively.